Event description:
Boston scientific received information that during a recent implant procedure for a non boston scientific lead, a boston scientific guide wire was used. During the difficult implant, the guidewire became lodged within the lead and could not be removed even with some force. The physician elected to cut the guidewire off and leave the bottom portion inside of the non boston scientific lead lumen.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.